Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
Ecn event description: during an afib pfa ablation procedure, fellow had just moved the fw from lspv to lipv and delivered the four flower applications. Upon getting ready to deploy back to basket, fellow went to advance wire a little bit more into the vein so that it wouldn't pull out as he deployed when he realized that the wire was stuck inside the catheter and he could not advance or retract it. I took a peek at the handle at this point and noticed that the fw was over deployed and I commented on this discovery. Because the wire was very, very stuck, dr. Took over and undeployed the catheter and removed it and the wire from the body. We did attempt to advance and retract the wire once out of the body but we confirmed it was firmly stuck in the catheter. The catheter had tested just fine with the scrub tech during the preparation of the case. Because the wire was stuck, it was decided to pull a new catheter to finish the procedure. The procedure was completed successfully without any complications to the patient. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Please read above. What is the next course of action? Please read detailed description above. Patient present at time of event? Yes. Patient complications: no patient complications.